Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to loss of osseointegration 3 years and 9 months after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient required bone augmentation for the surgery. The patient has recovered without complications.